Manufacturer narrative:
Patient identifier - added. Patient's age/ dob - added. Patient's gender - added. Patient's weight - added. Patient's medical history - added. Patient's medications include; amlodipine, tamsulosin, carvedilol, chlorthalidone, spironolactone, hydralazine, and oxycodone. - added. Date additional information received - added.

Manufacturer narrative:
Lot 16453930: (B)(4).the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of a descending thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. According to the report, the delivery catheter and the pigtail catheter were advancement together into position within a 22 fr sheath (manufacturer unknown). The tag device was deployed without any reported adverse issues to the patient. It was reported, as the physician attempted to withdraw the delivery catheter back into the sheath for removal from the patient, resistance was encountered. The physician reportedly used force in pulling the catheter into the sheath. Touch-up ballooning and imaging were performed. Intra-operative images showed the leading olive had completely separated from the delivery catheter and remained within the patient. The physician was able to advance a snare catheter and removed the leading olive from the patient. The procedure concluded without any further complications. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. According to the report, the pigtail catheter had become wrapped around the leading olive during advancement of the tag device. Reportedly, the resistance encountered during withdrawal of the delivery catheter was caused by the wrapped pigtail catheter. It was reported, the leading olive separation occurred when the physician used force during removal of the catheter. The delivery catheter was discarded by the facility and therefore is not available for evaluation by gore.

Manufacturer narrative:
Correction made to event description. Voluntary medwatch (B)(4).

Event description:
According to the report, the delivery catheter and the pigtail catheter were advanced together into position.